Event description:
Guide wire broke, but it did not separate. When the returned product was received and evaluated, it was found that the guide wire was separated at the distal end of the hypotube and the blue coating was torn; it did not appear that any of the coating was missing. No pt injury or effect was reported.